Event description:
It was reported that vessel occlusion occurred requiring intervention. On (B)(6) 2021, as part of the clinical trial, the subject underwent treatment with the ranger drug coated balloon and eluvia drug eluting stents. The target lesion #001 was in the left proximal superficial femoral artery, mid superficial femoral artery, distal superficial femoral artery and proximal popliteal artery with 5 mm proximal reference vessel diameter and 4.5 mm distal reference vessel diameter with 360 mm lesion length and 100% stenosis and was classified as transatlantic inter-society consensus (tasc) ii d lesion. Prior to the treatment of target lesion with the study device, lithotripsy was performed using 5 mm x 60 mm shockwave device, pre-dilation was performed using 4 mm x 220 mm, 3 mm x 220 mm coyote otw pta balloons and 3.5 mm x 120 mm serranator cutting balloon. The treatment of stenosis in the left proximal superficial femoral artery, mid superficial femoral artery, distal superficial femoral artery and proximal popliteal artery was performed by dilation using 5 mm x 150 mm ranger drug-coated balloon, study device. Following which 6 mm x 120 mm, 6 mm x 100 mm eluvia drug-eluting stents, study device was placed in the left proximal and mid superficial femoral artery and f 4.5 mm x 100 mm supera stent was placed in left femoropopliteal junction. Following post-dilation by using 5 mm x 150 mm sterling drug coated balloon, the final residual stenosis was noted to be 20%. On the same day, per baseline core lab, during index procedure treatment of target lesion #001 post study device analysis drug coated balloon revealed complication of dissection of grade b. Per target lesion001, complication of dissection of grade e was noted due to 5 mm x 60 mm shockwave lithotripsy device. In response to the complication bailout stent was placed and on the same day the complication was considered to be resolved. In addition, post study device analysis of drug eluting stent revealed abrupt closure in left proximal superficial femoral artery, mid superficial femoral artery, distal superficial femoral artery and proximal popliteal artery. Post treatment of target lesion was performed by placement of 4.5 mm x 100 mm abbott vascular drug eluting stent and post-dilation by using 5 mm x 150 mm sterling drug coated balloon. On (B)(6) 2021, the subject was discharged from hospital.